Event description:
The facility reported that while a patient was in the bath, the caregiver started to raise the bath using the handset. There was a cracking sound and thick black smoke came out from under the bath. The patient was immediately manually removed and the bath room was evacuated. The fire department was called. No injuries were reported. (B) (4).